Manufacturer narrative:
A labeling review identified that there are sufficient instructions in the product labeling to assist the customer in troubleshooting this issue. A review of all complaints associated with architect tsh reagent lot 37926ui00 was performed. The review did not identify any atypical complaint activity for architect tsh reagent lot 37926ui00. A review of quality records associated with architect tsh reagent lot 37926ui00 and all associated sub-lot numbers demonstrated that there have been no known quality issues in relation to this product since manufacture. Accuracy testing was performed using architect tsh reagent lot 37926ui00. All validity and acceptance criteria were met. This testing demonstrates the ability of the architect tsh assay to provide accurate results in a portion of the dynamic range. In summary, based on the investigation performed, no product deficiency or malfunction was identified.

Event description:
The customer stated that the architect analyzer generated a falsely decreased tsh result on one patient sample. Sid (B)(6) on (B)(6) 2014 on serial number(B)(4) = 0.662 miu/l; repeated on (B)(6) 2014 on same serial number = 50.50 miu/l and on a different architect = 52.69 miu/l. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.